Event description:
It was reported that this implantable pacemaker showed a code 1003 indicative of battery voltage too low for the projected remaining capacity. The pacemaker also alerted for elective replacement indicator (eri) and replacement interval was discussed with the patient. The patient does not want to replace the device at this time and a request was made to have data from this device analyzed. It was recommended to continue normal device follow-up and monitoring. At this time, the device remains in service. No adverse patient effects were reported.